Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that left groin access was gained using ultrasound, and a 4fr micropuncture kit was inserted, then a 5fr x 10cm pinnacle sheath. Catheter and wire access was gained up and over the aortic bifurcation into the right leg. A 6fr x 90cm destination sheath was placed up and over the bifurcation into the right leg. No intervention was performed. Before removal of the sheath, an angiogram was performed to assess closure with an angio-seal device. The sheath was removed, the angio-seal arteriotomy locater and sheath were introduced, the arteriotomy locater was removed, and the angio-seal device was inserted through the sheath. Upon pulling back the sheath and device, they both slid out of the patient with little effort and detached, leaving the suture and tamper tube exposed. The physician was able to grab the suture with a hemostat and slide the tamper tube down onto the collagen plug. The physician stated that there was no blood loss or hematoma, the patient recovered without incident and was discharged. The procedure performed prior to the use of the angio-seal was left leg angiogram.